Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Although edwards was unable to perform device analysis, the root cause of this event was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The patient was also reported to have expired postoperatively. There has been no allegation that the edwards device caused or contributed to the patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm bioprosthetic aortic valve, implanted for eight (8) years, six (6) months, was explanted due to severe aortic stenosis. Prior to the redo avr procedure, the surgeon attempted dissection of the left side of the heart. All of the tissues were extremely grafgile and friable and there was significant amount of dark venous bleeding with no identifiable source. There was an extreme amount of bleeding in the area; therefore, the surgeon aborted dissection on the left side of the heart. A CABG was also performed. The pre-existing valve was removed and replaced with a 2700tfx 21 mm pericardial aortic valve. The valve was sutured into place and pledgets were placed on the ventricular site. The cor-knot device was used. The valve seated well. Intraoperative transesophageal echocardiography (tee) demonstrated similar ventricular function and a well-functioning and seated aortic valve. There was no bleeding emanating from the aortic suture line. The surgeon decided to leave the patient's chest open. The patient was returned to the ICU in critical but relatively stable condition. General surgery was consulted for possible exploratory laparotomy in setting of rising lactate (15 ->17->19) with increasing pressor requirements and known aortic dissection. Exploratory laparotomy revealed diffusely ischemic bowel, but the proximal sma was patent with weak pulses, so the etiology was likely secondary to the patient's high pressor requirements. His abdomen was left open, and he was place on ECMO. The patient had extremely poor prognosis. The stomach and duodenum were characterized by severe erythema and edema consistent with ischemia. The patient developed coagulopathy and shock liver. The patient was dnr and in comfort care. The patient's son wished to withdraw care on pod #3.